Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd cycler set during peritoneal dialysis therapy. The patient was connected at the time of the alarm. This occurred during setup for peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the heater line of the amia cassette and the supply bag. Renal therapy services (rts) advised the patient to start over using the new supplies. The patient would complete therapy by manual exchange. Rts advised cg to contact their peritoneal dialysis registered nurse regarding incomplete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed; however not attaching the heater line to the supply bag properly is a use error. Use errors and proper user instructions are addressed in the "amia patient guide¿. The guide instructs the user to make sure all connections remain secure during treatment. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.